Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The device was received not deployed with the adhesive liner still attached to the adhesive pad. The device deployed during the investigation upon manual rotation of the ratchet gear. The download data indicates that the device ran 45 pulses and then was deactivated at pulse 45. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l50226. Expiration date changed from unavailable to 2/18/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 8/18/2021.